Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the patient had a septated uterus. An excessive fluid alarm was received during the hysteroscopy phase, and three tenaculums were added. With 2 - 3 minutes left in the procedure, a fluid fluctuation of approximately 2-3 cc's was observed. After the ablation was completed the physician elected to do a second hysteroscopy, however excessive tissue obstructed the view of the left side of the uterus. During procedure closure, when the physician removed the tenaculums, the physician observed bleeding and stitched the area. Additionally, a burn the approximate size of a nickel was observed on the patient's cervix. The burn was treated with premarin cream; however the degree of the burn was not classified. The patient's condition at the conclusion of the procedure was reported to be "fine." Additional information from the clinician reported as of a follow up medical examination, the patient is healing. The current size and severity of the burn are unavailable. The patient condition is fine.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.